Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, cracked case at reservoir tube window corner, cracked reservoir tube window, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that reservoir goes in the top part has cracked. The customer¿s blood glucose level was 101 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.